Event description:
Event description guidant received information that this transvenous implantable lead and this implantable cardioverter defibrillator (ICD) exhibited shocking impedance greater than 125 ohms. Review of the daily measurements revealed the shock impedance has been greater than 100 ohms for the last year.